Event description:
It was reported that a large volume folfusor had white specks on the balloon. This was observed before patient use. There was no patient involvement. No additional information is available. This is report 9 of 12.

Manufacturer narrative:
(B)(4). The lot was manufactured between september 2, 2013 and september 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.